Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: (B)(6) (chief engineer) emailed to report there were difficulties registering the patient. Chief engineer reported: challenges with being able to get the c-arm around the bed and into position without colliding into the reference frame for both the ap and oblique shots. At one point between the ap and oblique shots, the image adapter did bump the frame slightly. The surgeon and surgical staff saw it happen and determined that the contact was acceptable and continued. It took several (3-4) oblique shots to get the registration to calculate. Registration finally went through after wagging the c-arm a bit more. Registration was determined to be accurate during verification, and the team continued with the case. Delay of less than 10 minutes patient present. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).